Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an unregulated flow event. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: 100ml baxter bag ndc 0338-0049-38 lot p373951 exp aug19 0.9% sodium chloride. The customer's report of an unregulated flow event was not confirmed. Visual inspection, functional testing, and pressure testing showed no issues with the set. The pump module and pcu used during the reported event were requested but not received for investigation. The root cause was not identified.

Event description:
The customer reported an unregulated flow event. No patient harm was reported. The set was received attached to a bag with a label stating "cisatracurium 100 mg and sodium chloride 0.9%"; and a label with the written text "nimbex" affixed on the set tubing in a plastic bag with the written text "started nimbec at 2322 (9-3-18) 2 mcg/kg/min = 8.8ml/h. (9-4-18) bag ran dry 00125."